Manufacturer narrative:
The hospital reported they will be replacing the carrier and com express boards.

Event description:
The hospital alleges the machine shut down during a case. There was no reported patient injury.